Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown dose/concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a dye study on (B)(6) 2016. During the procedure, the drug was able to be aspirated from the pump but was not from the catheter so the test was not completed. When the healthcare provider (hcp) had tried to aspirate drug, the catheter reportedly collapsed. There had not been volume discrepancies at the patient's refills. No patient symptoms were reported related to the event. Further information was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that troubleshooting performed was visualized the pump under fluoroscopy. The patient did not experience any symptoms. The actions and interventions were reported as none. The cause of the aspiration difficulty and the catheter collapsing was stated as catheter has 2 90 degree bends. The issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.